Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided/unknown. E1: initial reporter¿s title is not provided/unknown.

Event description:
It was reported that at implant site # 27 attempted to place 4.1x13 implant, took post op scan and noted the cortex was perforated due to implant being too long. The implant was then removed and a smaller implant was placed(4.1x10 implant). Per indicated: symptoms as a result of the event: fx cortex.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation was performed. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Measurements match reported item received. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was user error. Therefore, based on the available information, a device malfunction did not occur. The implant was inspected, and no malfunction detected that would cause or contribute to the event. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.